Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes. The caller stated that the customer developed cellulitis the ten days prior to passing, had blood clots in the left leg, pressure wounds for over a year that would not heal, had kidney failure including kidney transplant that failed two years ago, many infections along the way, had a heart attack ten years ago and had heart disease which was at a stage where a stent could not be placed. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that the insulin pump could not be located anywhere and assured that the customer's death was not insulin pump related.